Manufacturer narrative:
G2: country of event is japan. H3: device evaluation summary: product analysis # 0705803642 service report states, lens scratches were confirmed during the inspection at the time of acceptance. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a medtronic representative regarding an endoscope inspected during servicing. It was reported that the lens was cloudy and there was image abnormality. There was no patient involved in the event. No further com plications were reported/ anticipated.